Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient presented to the hospital with cloudy effluent; however, the patient was not admitted. Four days after event onset, the patient was hospitalized for severe abdominal pain. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was not recovered from this peritonitis event. Physioneal therapy was ongoing. No additional information is available as the reporter declined to provide further information.